Event description:
It was reported that the patient experienced recurring incontinence two years after their artificial urinary sphincter placement. During revision, cuff fluid loss was noted at the cuff pillow junction. The cuff and balloon were replaced.

Event description:
It was reported that the patient experienced recurring incontinence two years after their artificial urinary sphincter placement. During revision, cuff fluid loss was noted at the cuff pillow junction. The cuff and balloon were replaced.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss and incontinence was confirmed via product analysis of the cuff. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence two years after their artificial urinary sphincter placement. During revision, cuff fluid loss was noted at the cuff pillow junction. The cuff and balloon were replaced.